Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the common bile duct to treat jaundice due to a malignant mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, it did not reach the intended area. The physician then removed the stent using biopsy forceps, and a little tear was noted in front of the advancer sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: a wallflex biliary stent was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of sheath break as there were no damages found in the sheath of the device upon inspection. The cause of the reported event of additional device required cannot be established as this happened during the procedure and without proper evaluation of the device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the common bile duct to treat jaundice due to a malignant mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, it did not reach the intended area. The physician then removed the stent using biopsy forceps, and a little tear was noted in front of the advancer sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.